Manufacturer narrative:
The manufacturer previously reported issues with a ventilator's internal battery and power management board. The internal battery and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery issue was found to be due to a cell imbalance. The root cause of the power management board issue was found to be due to component l1 missing from the board. The manufacturer investigated the internal battery and the power management board.

Event description:
The manufacturer received information alleging a failure of the ventilator's internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. A "service required" code was observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.